Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (lost in the facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. During a farapulse procedure. A farawave catheter was selected for use. The transseptal puncture was performed using a non-boston scientific transseptal device. The ablation was performed. During the closing point, a cardiac tamponade was noted. A drainage and sternotomy was performed. The tamponade was certainly linked to transeptal attempts. There was no difficulty noted ablation procedure. Location of pericardial effusion (pe)/tamponade; right atrial appendage. Transseptal puncture used non-boston scientific devices under tee guidance.